Event description:
On (B)(6) 2009, I had the essure procedure done by my obgyn in his office. His name is dr. (B)(6) in (B)(6). He failed to give me the 3 month follow up procedure. I had over a year of pain, cramping and extensive bleeding. I called the office to report, but was told this was normal. On my annual visit to the office, I reported to the midwife that I had been bleeding for over 30 days in a row. She suggested to have an internal ultrasound to investigate. Upon that investigation at a later appointment, it was discovered that one of my essure coils was embedded in my uterus and the other was not correctly placed. After being made very uncomfortable after speaking with dr. (B)(6), I decided to go elsewhere to have them removed. I chose a female doctor and had them removed on (B)(6) 2011. I had to have general anesthesia to have them removed and I also had to have a tubal ligation done. One was completely embedded in my uterine wall, the other was barely still in the other fallopian tube and was hanging mostly out into my uterus. Upon further investigation, I have discovered that many women are having this same problem amongst many other problems due to this procedure. It needs to be taken off the market immediately.